Event description:
It was reported the patient no longer had effective stimulation. The sjm representative met with the patient and determined contacts 1-8 had invalid impedance. An x-ray was taken, but did not reveal any anomalies. The physician replaced the lead. During the procedure, it was noted the lead had a fracture at the tail end. Follow up identified the patient had effective stimulation and coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.